Manufacturer narrative:
Investigation summary one sample was received. It came in a yellow envelope. It has no packaging blister. It has the plastic shield. It was visually inspected under 30x microscope. No foreign matter (fm) was found. The plastic shield was removed and no fm was observed. Inside the envelope was inspected not finding any foreign matter. One photo was provided. It shows a needle assembly connected to a syringe. From the photo no fm is possible to visualize. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause could not be determined. Rationale CAPA not required at this time.

Event description:
Material no.: 305106 batch no.: 7236545. It was reported that before use of the bd precisionglide¿ needle there was the presence of a fiber on the injection needle. The following information was provided by the initial reporter: on 25-nov-2019, the reporter contacted via phone to request replacement of one aflibercept vial due to the presence of a fiber on the injection needle, observed on (B)(6) 2019. The product was prepared for administration, but the object was noticed before the dose was given to patient. Another vial from stock was used to fulfill the dose. The reporter denied any adverse events or missed doses due to this event. The reporter had the box, medication in capped syringe, and vial available for return and was instructed to retain the product for retrieval. Note: the complainant described the foreign matter as a singular, thin, tiny fiber, clear/white, quarter of a cm.